Manufacturer narrative:
The device was returned to olympus for inspection and the following reportable malfunctions were identified during the device evaluation: scratches on objective frame, chipped and sunk on objective lens, moisture and stains under light guide cover glass, and blurry image. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the identified malfunctions: cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid videoscope exhibited scratches on objective frame, chipped and sunk on objective lens, moisture and stains under light guide cover glass, and blurry image. There was no patient involvement.

Manufacturer narrative:
This supplemental emdr is being submitted to correct the manufacturing date:h4.

Event description:
No additional information received from customer.